Event description:
(B)(6) went to her quarterly pacemaker evaluation and they told her there were a couple of episodes that morning that were of concern. Something about static with the wire. Since her heart was 100 percent reliant on the pacemaker they notified her that she would have to have surgery to replace the wire asap. Until they could schedule the surgery, she needed to be very mindful of any dizziness and that if she experienced any she needed to go to the emergency room immediately. The surgery took place on (B)(6) 2023 and they had to replace the entire pacemaker as the pacemaker had been recalled for the very thing that was causing the "static/short."